Event description:
The account alleged that the head section will not always go up. No audible alarms or error codes were displayed.

Manufacturer narrative:
The technician found the head section was not rising intermittently. He replaced the hydraulic manifold to repair the bed.